Event description:
During placement of an inferior vena cava filter, it failed to fully deploy from its housing. The pt required a second procedure. The filter was removed from a jugular approach and then a second filter was deployed from the original femoral access. The original implantable filter was returned to the co for inspection. The pt recovered with no sequelae.